Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the mustang device with a 0.035inch guidewire partially inserted through the wire lumen. An exposed section of the guidewire exiting out from the hub of the mustang was kinked. No kinks or damage was observed along the entire length of the mustang device. Some resistance was experienced during the removal of the guidewire from the device. It was noted that the guidewire was severely stretched and frayed. Using a another 0.035inch size guidewire, it was possible to pass the wire freely through the wire lumen of the mustang device with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01349. It was reported that catheter entrapment occurred. An 8.0 x 60, 75cm mustang¿ balloon catheter was advanced for dilation. However, the balloon became stuck on the bentson wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Sane case as MDR ID: 2134265-2016-01349. It was reported that catheter entrapment occurred. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, the balloon became stuck on the bentson wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.